Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 03/22/2016. Retain product was tested and functioning according to specification. Return product is not available. Investigation: a review of the device history record confirmed the lot passed finished goods release criteria. One-hundred retained cartridges from chem8+ lot h15293a were tested using whole blood, I-stat level 1 control, level 2 control and level 3 control. Testing met the acceptance criteria found in q04.01.003 rev. W, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on either sample.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year old male patient presented in the ER with a headache. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: (B)(6) 2015 : time: 09:08, 09:24. Method: I-stat: I-stat: sample: a, b. Na+ mmol/l, 176, 140. K+ mmol/l , 6.3, 5.0. Cl- mmol/l, ***, 105. Ica mmol/l, 1.98, 1.3. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).